Event description:
Patient reported that the device's piston rod would not fully retract. She indicated that, until today, no error message was generated by the device. Today, the device generated a mechanical error, while attempting to retract the piston rod. Patient's blood glucose was not affected and no treatment was received.